Event description:
It was reported that customer experienced cgm error during sensor use with pump. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, was guided through complete pump reset, confirmed error did not reappear after reset, and then successfully started new sensor session, with no additional issues reported.